Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) alleging that her onetouch verio 2 meter displayed the apply sample message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on the evening of (B)(6) 2015 (time not provided). The patient had moved from using onetouch ultra test strips to onetouch verio test strips, and due to her failing eyesight, she was unaware that the blood sample is applied to the side of the verio strips. The patient manages her diabetes with oral medications with diet and/or exercise. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptom of "a little shaky" (date/time not provided) that lasted only 15 minutes then she stated that she felt fine again. The patient denied having received any treatment. At the time of troubleshooting, the csr noted that the correct test strips were being used, the patient was using the incorrect testing technique, the subject meter was being used for the first time and the issue was resolved when a walk-through test was performed. No products were sent to the patient. Based on the information provided, this compliant is being reported as the patient claimed to have developed the symptom of "shaky" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.